Manufacturer narrative:
Due to second procedure required in order to replace initial implant, it was determined that event was reportable to the FDA.

Event description:
Received report from customer indicating that the item was originally implanted on (B)(6) 2011. It was indicated that a second surgery was performed, as the implant from the first surgery had broken.